Event description:
A report was received that a pt will have her precision system explanted due to the pocket site being hot. The physician felt the pocket site and it was not hot to him. The physician thinks the ipg is too close to the skin. There was no infection at the pocket site. The pt was reprogrammed, but still wanted to be explanted. The physician explanted the pt and she is reportedly doing well after the explant surgery.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation because they were discarded by the medical facility.